Event description:
It was reported that the patient experienced dizziness and went to the emergency department. It was noted the patient had low heart rate and the doctor believed the pacemaker maybe potentially pacing at low rate. The device was reprogrammed and the right ventricular (rv) lead output was increased. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).